Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head had a fuzzy color bar screen. There were no reports of patient harm.

Event description:
It was reported the camera head had a fuzzy color bar screen. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device evaluation found no new reportable findings. The customer's allegation was confirmed. Based on the results of the investigation, a definitive root cause cannot be identified. A device history review was completed, and no issues were identified. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.